Manufacturer narrative:
The insulin pump passed displacement test. All buttons function properly, however the device had moisture on keypad traces. It also had battery cracked tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner, scratched reservoir tube window, and missing end cap sticker.

Event description:
It was reported the customer's down button was intermittently responsive. The customer's blood glucose was 110 mg/dl. Customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.